Event description:
A mini-open surgery on the lumbosacral spine for fusion and decompression of vertebrae l5 and s1, with intended bilateral placement of 4 spine screws and a cage for fixation, was performed with the aid of the display by the brainlab software spine & trauma navigation 2.0. During the procedure the surgeon: - with the patient in supine position, placed the cage between l5 and s1 with an anterior approach. - shifted the patient to a prone position for the navigated portion of the surgery. - used the wiltse approach, opened the midline (for decompression) and exposed muscles laterally. - mounted a two-pin fixator with schanz pins on the patient's right side (one pin inserted in the sacrum and the other in the ilium). - attached a 4-sphere navigation reference array to the two-pin fixator, orienting it towards the patient's feet. - draped the patient on either side of the navigation reference array and secured the drapes using artery clamps. - wrapped bandages around the patient to hold the drapes in place and tied them underneath the table. - acquired an intra-operative 3d (x-ray) scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. - after the scan, cut the bandages, and released the clamps to allow the drapes to fall. - verified the accuracy after the registration using the brainlab pointer on the l4 and l5 spinous processes and deemed it acceptable to proceed. - used the navigated brainlab drill guide with instrument position display on the patient scan to project screws saved for each trajectory in the vertebrae and adjust them to achieve optimal screw position plan. - starting with the right side of the s1 vertebra, drilled a pilot hole through the navigated drill guide and inserted a k-wire through the drill guide into the pilot hole. - repeated the navigated procedure for drilling and k-wire placement in the following order: right l5, left s1 and left l5. - acquired intra-operative ap (anterior-posterior) 2d fluoroscopic images to verify the k-wire placement and accepted the accuracy to proceed. - placed the spine screws into the pilot holes following the k-wires, using a non-navigated non-brainlab screwdriver. - observed that 2 of the k-wires were bent at the tip when removed from the spine. - acquired intra-operative ap and lateral 2d fluoroscopic images to verify the screw placements. - determined that all 4 screws placed with the aid of navigation deviated from their intended positions (by a ca. 5 mm cranial shift). - decided to remove the deviating spine screws at left l5 and right s1 and re-placed them to their correct positions without the aid of navigation (using fluoroscopic guidance). - acquired lateral fluoroscopic images to verify the screw placements and deemed the placements to be acceptable. - performed the decompression of vertebrae l5 and s1. - completed the surgery successfully as intended and closed the patient. According to the surgeon (treating clinician): - the deviation of 4 spine screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery. - 2 spine screws were corrected to their intended positions without navigation at the very same surgery, while 2 spine screws were deemed acceptable and thus not revised. - the final outcome of the surgery was successful as intended. - there was no direct (or increased) risk to harm a critical structure due to the deviating spine screw placements. - there was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolongation of ca. 60 minutes. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since 4 spine screws were placed in the patient's spine in a different position than desired with brainlab navigation involved, despite according to the hospital/surgeon (treating clinician): - the deviation of 4 spine screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery. - 2 spine screws were corrected to their intended positions without navigation at the very same surgery, while 2 spine screws were deemed acceptable and thus not revised. - the final outcome of the surgery was successful as intended. - there was no direct (or increased) risk to harm a critical structure due to the deviating spine screw placements. - there was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolongation of ca. 60 minutes. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviating spine screws placed ca. 5 mm cranial to their intended positions bilaterally at l5 and s1 with the aid of navigation is: movements of the navigation reference array during the procedure in relation to the patient anatomy, due to an insufficient rigid fixation by the user, not as required by brainlab. Image data provided for this surgery showed that the navigation reference array was fixated via a two-pin fixator with one pin placed in the sacrum and the other in the ilium, not ensuring a rigid fixation to the patient anatomy. This caused the array to be prone to inadvertent movements due to any forces applied to the patient during instrumentation, also e.g. By forces from draping and bandaging during the registration scan. Movement of the reference array after patient registration to navigation disrupts the coordinate system established during the registration and causes a deviation between the displayed image scan, on which the navigated instruments are tracked, and the actual patient anatomy. This movement cannot be compensated by the navigation software. Apparently, the resulting deviation between the actual patient anatomy locations during the placements and the registered pre-placement patient image scan displayed by the navigation for instrument position visualization was not detected by the user with the appropriate and necessary verification checks after the anatomy registration to navigation, and throughout the surgery, before and during performing significant invasive actions with the aid of navigation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.